Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd secondary set leaked. The following information was provided by the initial reporter: only when the nurse reached into the bag to retrieve the bottle, that she noticed that the insides of the bag was wet. The bottle and tubing were returned and the leak was discovered near the spike.

Manufacturer narrative:
H.6. Investigation summary: in response to the event reported by the facility a device history review was conducted for lot number 1021436. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the picture and video received from the customer it has been confirmed leakage from joint between spike 5328 and tube 3054. Although a video was submitted for evaluation, the affected sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd secondary set leaked. The following information was provided by the initial reporter: only when the nurse reached into the bag to retrieve the bottle, that she noticed that the insides of the bag was wet. The bottle and tubing were returned and the leak was discovered near the spike.